Event description:
Acct. Reports "port for entry by cannula 'caved' into the hub opening tubing system to atmosphere. IV solution infusing per central venous catheter line, fluid leaked out of concave section of this port". Use bd cannulas (303345) to access the septums. No pt. Injury reported. One sample available.